Event description:
Terumo medical corporation received the reported information. The patient had a tr band on the puncture site; however, bleeding occurred while deflating. The blood loss was less than 250cc. The procedure prior to tr-band use was tumor embolization. Blood saline and merit embospheres were injected into the catheter. Additional information was received on 15oct2025: it was confirmed that a complication occurred. Additional information was received on 16oct2025: bleeding occurred with deflation per protocol two times; therefore, the patient was admitted due to the complication. Additional information was received on 23oct2025: the patient bled on two occurrences while deflating the band per protocol. Manual pressure was held to gain hemostasis. The patient was admitted overnight due to the complication. 14 ml's of air was injected into the tr band when it was applied. The band was reinflated with air the first time the patient bled, and manual pressure was held the second time. There was no hematoma documented and no noticeable damage to the device. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: value analysis coordinator. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).